Manufacturer narrative:
No further information was able to be obtained from this customer. No irrigation/aspiration (I/a) or phacoemulsification tip was returned for metal pieces in the eye. The doctor did not know the source of the metal fragments. The complaint information indicates the metal fragments were noticed upon entering with the handpiece. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The associated system was manufactured on november 25, 2014. Based on qa assessment, the product met specifications at the time of release because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. The complaint is unclear to which product was the cause of the metal fragments. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
An ophthalmic surgeon reported that during a cataract extraction with intraocular lens implant procedure the patient had metallic particles in the eye. It was thought that all the particles were removed at the original procedure. At 1 week post operative visit this patient was noted to have rusty metal stuck to the iris. Additional information has been requested, but none has been received to date.